Manufacturer narrative:
Please note that the following device codes also apply to this complaint: (B)(4). Results: there was no visible damage to the penumbra system aspiration pump max 110v (pump max). Conclusions: evaluation of the returned device revealed that the pump max was functional. The pump max was plugged in, powered on, and ran for 3 hours under full vacuum with no issues observed. Furthermore, the pump max was not unusually hot and did not emit a burning smell. Therefore, the root cause of the reported failures could not be determined. Penumbra pump max are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in her left forearm using a penumbra system aspiration pump max 110v (pump max). During the procedure, the pump max became very hot and smelled like it was burning up. After about two hours of use, the pump max stopped running. Therefore, the procedure was completed using a second pump max. It was reported that the physician was also using a balloon and a percutaneous thrombolytic device to treat the patient due to the amount of clot burden. There was no report of an adverse effect to the patient.